Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor couldn't start since the signal wasn't found. The customer's blood glucose was unknown. The customer stated that she noticed that the electrode was missing. The product was not returned for analysis.